Event description:
During baxter's evaluation of a spectrum pump, it displayed a false downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. During the evaluation, the downstream pressure plate gap was found to be below specification. The downstream pressure plate gap was calibrated.